Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as levels did not exceed 500 mg/dl. Technical support instructed the customer to perform several actions, including disconnecting tubing and delivering boluses, which ultimately resulted in successful completion. Supplies were replaced as needed, and insulin therapy was resumed.